Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient underwent peranal rectoscopic suturing of the descendo-rectostomy on (B)(6) 2020. On (B)(6) 2020, the patient underwent a peranal hematoma removal application of spongostan and 4dryfield after postinterventional peranal hemorrhage. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016, via customer order (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020-(B)(6) 2020. They underwent peranal rectoscopic suturing of the descendo-rectostomy on (B)(6) 2020. On (B)(6) 2020 the patient underwent a peranal hematoma removal. Spongostan and 4dryfield was applied after postinterventional peranal hemorrhage.